Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "status 66," "status 93," and "cannot dump" messages on power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical has not received the product and this complaint is still under investigation.